Manufacturer narrative:
Date of event is estimated. The patient's weight was unable to be obtained. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report #: 3006705815-2020-32850, reference MFR. Report #: 3006705815-2020-32851. It was reported the patient has been receiving ineffective therapy. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Analysis of returned device identified that this product should not have been reported on because there were no alleged deficiencies with the product .